Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. While the patient was in recovery, the blood pressure began to drop. An echocardiography was performed, and imaging showed a moderate pericardial effusion. A pericardiocentesis was performed to the patient in the catheterization laboratory. The patient was admitted to the intensive care unit following pericardiocentesis. The patient stayed in the hospital for a few days unrelated to pericardial effusion but due to transport issues and was discharged on (B)(6) 2025 fully recovered.